Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right ventricular (rv) lead presented to the emergency room as they were in atrial fibrillation (af). The physician insisted the rv exhibited loss of capture (loc). Technical services (ts) reviewed and noted the lead measurements were within normal range and rv automatic threshold test stored in configured collection period was successful. This patient has frequent premature ventricular contractions (pvc), noted to be possibly being mistaken for loc. It was noted this patient underwent a procedure previously in which some changes on the leads were noted. Ts recommended lead testing in person. This rv lead remains in service. No adverse patient effects were reported.